Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which caused bacterial peritonitis. The cause was later reported to be an issue with hand hygiene, the patient wiping their nose. The patient was hospitalized and was treated with an unspecified antibiotic. The patient was later discharged from the hospital and was reported to have recovered from the reported event. The pd therapy was ongoing. The patient was retrained on pd therapy. Additional information was requested, but is not available at this time.